Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: event date is unk. It was reported to boston scientific corp that a flexima biliary stent system was used during a stenting procedure within the common bile duct of a pt. According to the complainant, during the procedure, the inner catheter stretched preventing the stent from being deployed. The procedure was completed with another device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.